Event description:
When preparing to bath the resident the lift was extended to clear the top edge of the tub and placed over the water ready to lower. At this time a weld gave way that mounts the pillar to the base of the mobile lift allowing the resident and pillar to tip forward towards the water. The resident was belted in, and the water was drained immediately. The aids released him from the chair and removed him from the tub. The patient denied any injury.

Manufacturer narrative:
Penner manufacturing determined this failure is likely an isolated incident caused by the failure of a production employee's workmanship. Procedures and standards are in place for first and last piece inspections of a production run. As of 05/31/06, each piece is inspected and load tested. As a precaution, penner manufacturing is sending inspection notifications to applicable facilities per tracking data, to inspect the pillar mounting bracket welds on the applicable mobile patient transfers produced. A guide on what to inspect is included. The facility is required to inspect per instructions, report model and serial number, describe results of inspection, and sign and date the report. This report is to be returned by enclosed self-addressed envelope or by fax to penner manufacturing. Need for correction is not anticipated, however, bases with incomplete welds will be replaced.